Event description:
It was reported that during a scheduled filter retrieval, it was identified that the filter had migrated to the pt's heart and was in the right ventricle. The pt was reported to be asymptomatic. The pt was transferred to another facility for surgical removal. The filter was successfully removed.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There was nothing found in the records to indicate ther was a mfg related cause for this event. This is the only complaint to date for this lot number. The filter has been retained by the user facility; therefore, not available for eval. The event investigation is currently underway.